Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (2 grams, frequency and route of administration not reported) for the event of peritonitis. The patient was recovering from the peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.